Event description:
It was reported that the patient experience stimulation when the implantable neurostimulator (ins) was turned off. The patient reported feeling a tingling sensation move to her right lower back and right leg when she lay down, in addition to her normal stimulation in her left leg. It was noted that the patient's spine had shifted at the point where she had a spinal fusion. A CT scan and x-ray were planned on (B)(6) 2012 to determine the cause of the tingling. The patient was going to turn off the ins until she met with a company representative or hcp. Additional information was requested but was not available at the time of this report.

Event description:
It was reported that the patient woke up with a "pins and needles" sensation down her left leg, right leg, thigh, and buttlock area; as if her leg was asleep. The patient turned stimulation off and the feeling persisted. The sensation that the patient felt made it difficult to walk. It was noted that the patient had fallen that morning and the previous day. The patient had adjusted the stim with the "toggle under the cover on the rate." The rate was lowered and amplitude was adjusted to original settings. The patient noticed an immediate difference. A blind test was performed and the patient felt the "pins and needles" sensation with stimulation at 0v. At 1v, with pulsation, the patient had a different sensation that was not as strong. Impedances were found to be greater than 4000 ohms on many of the bipolar pairs. Subsequent information indicated that the physician ordered a myelogram because the patient had a new tingling sensation with stimulation on or off. The patient was reprogrammed around the high impedances and felt stimulation where she needed it, in her lower back and left leg. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead: model: 3888-28, lot#: l31779, implanted: 1994 (B)(6), explanted: na. Extension: model 7495-51, serial#: (B)(4), implanted: 1994 (B)(6), explanted: na. Plug/cap: model 3550-09, lot#: n076577, implanted: 2006 (B)(6), explanted: na. Programmer: model 7435, serial#: (B)(4). (B)(4).